Event description:
It was reported that, pre-operatively but with the patient in the room and under anesthesia, the operating team could not take control of the surgeon console. The surgeon glasses were troubleshooted, the arms were undocked and redocked, the instrument placement was confirmed, and the surgeon console was rebooted. However, none of the troubleshooting steps fixed the issue. The field service engineer on call recommended restarting the endoscope arm or entire system, but the surgeon elected to convert the surgery to a laparoscopic procedure as this issue had already caused a 30 minute delay. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: d1, d10 h3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated that the surgeon console was not able to enter tele-operation. All instruments, sterile interface modules and laser localization modules of the system were checked. Evaluation of the logs indicated that issues with the surgeon console occurred after an error code was triggered on arm cart assembly 2. The error was for an arm failure associated with the robotic arm joint 5 redundancy check. This error can occur if the movement of the robotic arm joint 5 is in an extraction direction (pulling the instrument drive unit upwards on the z-slide) with difference force value. This will report a system non-recoverable error, leading to the system to stop all functions, including tele-operation control of the surgeon console. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. However, the investigation was able to identify the most likely cause as traced to a failure on a separate component of the system, the arm cart assembly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively but with the patient in the room and under anesthesia, the operating team could not take control of the surgeon console. The surgeon glasses were troubleshooted, the arms were undocked and redocked, the instrument placement was confirmed, and the surgeon console was rebooted. However, none of the troubleshooting steps fixed the issue. The field service engineer on call recommended restarting the endoscope arm or entire system, but the surgeon elected to convert the surgery to a laparoscopic procedure as this issue had already caused a 30 minute delay. There was no reported patient injury.